Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap nissen. According to the reporter: the device released the needle into the patient's abdomen, the needle was retrieved. There was no patient injury. There was no bleeding of 500cc or more. The case was no extended by more than 30 minutes. There wa sno unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure. The needle fell into the patient cavity and was retrieved.